Manufacturer narrative:
This report is submitted on september 1, 2022

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The device was explanted on (B)(6) 2003. Reimplantation was part of the clinical plan, but it was not possible due to ossification.